Event description:
N/a

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6(type of investigation, investigation findings, investigation conclusions), h11. Despite good faith efforts (gfes), no response has yet been received. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
It was reported that cs300 intra-aortic balloon pump won't seal. There was no patient involvement.

Manufacturer narrative:
Due to character restrictions in block e1: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: h6(investigation findings).

Event description:
N/a